Event description:
In performing biannual media fills, 3 different staff members had clear, strand-like contaminants in their intravia bags. There are 2 different lot numbers involved. Pt code: 4582. Device code: 1120. Ref reports: mw5186460, mw5186461.